Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the screwdriver blade is not holding properly. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device performed as part of the product investigation reported one of the four blades of the driver is missing from the device, and the remaining blades are bent directionally such that this damage occurred during tightening. The cruciform screwdriver (313.96) is for use with holding sleeve (313.97) for the insertion of 2.4 mm cruciform screws and 1.8mm buttress pins. One cruciform screwdriver (part # 313.96, lot# 3058335, manufactured dec 2008) was returned with the complaint of ¿the screwdriver blade is not holding properly.¿ upon examination of the returned device it was seen that one of the four blades of the driver is missing from the device, and the remaining blades are bent directionally such that this damage occurred during tightening. The most recent overview drawing was reviewed (313_96 rev n) as well as the drawing for the blade (313_96_1 rev h); the design, materials and finishing processes for this device were found to be adequate for the intended use of this device. This device was manufactured in dec 2008 to (B)(4). Since the manufacture of this lot, changes have been implemented which changed the material of the cruciform screwdriver blade from 440a to 465ph for its strength and toughness characteristics, and the material of the dowel pin changed from 303 to 304 with 316 as an alternate material. The changes which have been implemented in the time since this device was manufactured, including the material change of the screwdriver blade should improve the durability of this device, no further investigations are required at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.